Manufacturer narrative:
Event summary: the data files were returned and analyzed. The patient data files showed at least ten applications were performed with catheter 2af284/92263-23 on date of event with no issue. Additionally, at least eleven applications were performed with catheter 2af284/92263-76 on date of event with no issue. Lastly, data files showed at least three applications were performed with catheter 239f3/81626-6 on date of event with no issue. In conclusion, the reported issue (catheter shaft bend/kink) cannot be confirmed through data analysis. The physical product was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the mapping catheter was kinked. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.